Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an issue with lines through the display on the patient¿s onetouch ping meter . The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, at 10pm. It is not known how the patient manages his diabetes or if changes were made to the patient's usual diabetes management routine. Prior to the alleged issue, the reporter claims the patient "passed out" and fell with the subject meter in hand. Emergency medical services (ems) was contacted and reportedly transported the patient to the hospital. The reporter alleged the patient's blood glucose was tested; however, denied the patient received medical treatment for an acute complication of diabetes. The reporter did not provide the result obtained with the other device. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Although ems was contacted, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom occurred before the alleged issue first began. The patient did not receive any medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.